Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 33-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2015, propranolol since 2018 and salbutamol sulfate (proair) since 1986. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient was found to have teratoma ("teratoma on left ovary"), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (ablation and hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, fatigue and vaginal haemorrhage had resolved, the weight increased, alopecia, dyspareunia and teratoma outcome was unknown and the migraine, headache and dysmenorrhoea had not resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, teratoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Event abnormal bleeding updated to vaginal bleeding and menorrhagia. Events migraines, headaches, dysmenorrhea, dyspareunia and teratoma on left ovary added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('extreme bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, migraine, pre-eclampsia and uterine dilation and curettage. Concomitant products included ibuprofen since 2015 for migraine as well as propranolol since 2018 and salbutamol sulfate (proair) since 1986. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6)2007, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient was found to have ovarian germ cell teratoma benign ("teratoma on left ovary"), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and abdominal pain lower ("major cramping"). The patient was treated with surgery (ablation, d and c and hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, fatigue and vaginal haemorrhage had resolved, the genital haemorrhage, weight increased, alopecia, dyspareunia, ovarian germ cell teratoma benign and abdominal pain lower outcome was unknown and the migraine, headache and dysmenorrhoea had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian germ cell teratoma benign, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: vaginal bleeding, genital bleeding and ovarian germ cell teratoma benign". Most recent follow-up information incorporated above includes: on 1-oct-2019: information received via social media. Event¿ extreme bleeding¿ was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('extreme bleeding') in a 33-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, migraine, pre-eclampsia and uterine dilation and curettage. Concomitant products included ibuprofen since 2015 for migraine as well as propranolol since 2018 and salbutamol sulfate (proair) since 1986. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding / vaginal bleeding") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have ovarian germ cell teratoma benign ("teratoma on left ovary"), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("major cramping") and alopecia ("hair loss"). The patient was treated with surgery (ablation, d and c and hysterectomy, left salpingo-oophorectomy, right salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the genital haemorrhage, abdominal pain lower, dyspareunia, weight increased, alopecia and ovarian germ cell teratoma benign outcome was unknown and the dysmenorrhoea, migraine and headache had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian germ cell teratoma benign, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: vaginal bleeding, genital bleeding and ovarian germ cell teratoma benign." Lot number: 620744 manufacture date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery to essure (ess205) on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.